Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, one opening(linear) on the anterior and partial delamination of the valve. Leak test and microscopic analysis was performed which identified one opening(striated) and partial delamination of the valve. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is one striated opening due to surgical damage consistent in the use of a surgical tool and partial delamination of the valve (adhesive failure).

Event description:
Device was explanted.